Event description:
In two separate cases, the fetch 2 rx aspiration catheter was found to have fractured after resistance was felt while advancing the catheter through the sheaths. In the first case the fetch device was inserted via the right femoral artery sheath. After the first aspiration, resistance was felt at the sheath insertion site. The distal end of the fetch device was noted to be broken with a slender wire remaining between the two broken ends. Doctors were able to remove both the device and the sheath and exchange the sheath without harm to the patient. In the second case, the patient presented with a stemi and required an emergent cardiac catheterization. During the procedure, angiography demonstrated a large clot burden. The interventional cardiologist wished to remove the clot using the fetch 2 aspiration catheter. Resistance was felt while attempting to advance the catheter through the guide - the catheter was seen to be fractured on x-ray. Both the distal and proximal pieces remained connected by a thin wire and were able to be removed with no harm to the patient.